Event description:
Ous MDR - it was attempted to treat a shunt restenosis in the cv. During inflation the balloon burst at 12 atm. The patient is a (B)(6) male.

Manufacturer narrative:
During inflation of a distal vena cephalica lesion (dialysis shunt) the balloon was significantly constricted and burst at rbp (12 atm). During withdrawal the device fractured. The distal fragment had to be removed by surgery. The angiographic material shows the vena cephalica before treatment and the positioning of the instrument before inflation. The inflation of the balloon and the event are not visible in the provided material. The technical investigation revealed that the balloon has burst transversally. Under microscope several scratch marks were visible on the balloon close to the fracture site. The transversal burst pattern was most likely induced by the presence of a hard, focal stenosis, which is also indicated by the angiographic images. The fracture of the inner shaft occurred as a consequence of the withdrawal attempt. Review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified.